Event description:
Additional information was received indicating the lead was surgically abandoned and replaced. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, was emitting beeping tones. Upon interrogation it was noted that the ra pacing impedance measurements were low and out of range. An inappropriate atrial tachy response (atr) episode was stored due oversensed noise. In clinic noise was recreated however was not sensed by the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.